Event description:
During retrospective study of a multi-center pt record review for pt's previously implanted in europe, it was indicated that the pt was experiencing an increase in myoclonic seizures, but it was unclear when the event first started. The pt was experiencing an increase in myoclonic and atypical absence seizures, but it was unclear if the increase was above or below pre-vns baseline. Later, the pt's myoclonic and atypical seizures were noted as no longer present, but instead was experiencing partial seizures without secondary generalization and it was unclear when this event first started. It is undetermined if the events are related to the vns therapy based on the information available at this time. Good faith attempts to obtain additional information are currently underway.